Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of damaged catheter. However, the source of the defect could not be determined as the nonconformance could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. Additionally, there is an automated vision inspection machine, which can detect and reject a damaged catheter in the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Investigation conclusion : v-cut was observed on the catheter of the returned sample. Root cause description: the nonconformance could have been caused by cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored. Rationale : there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process.

Event description:
It was reported that during use of the bd insyte-w ¿ IV catheter, the nurse found catheter tip damaged after removing the catheter from patient. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that during use of the bd insyte-w ¿ IV catheter, the nurse found catheter tip damaged after removing the catheter from patient. There was no report of exposure, injury or medical intervention.